Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Caller cleared the alarm, changed pump supplies, or repositioned the site to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.